Event description:
It was reported that the asymptomatic patient presented for a routine follow up. The atrial lead exhibited elevated thresholds and decreased sensing. The patient was scheduled for a revision. On (B)(6) 2014 during the revision, a fluoroscopic image revealed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.